Event description:
It was reported that the patient experienced undesired stimulation on the abdomen and ribs due to the spinal cord stimulator (scs) leads had migrated. The device migration was confirmed thru x-ray imaging. The patient underwent a scs lead replacement procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Manufacturer narrative:
This report is being submitted to correct the (additional MFR narrative field (h11)) in section h, device manufacturers only. Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 35501113, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced undesired stimulation on the abdomen and ribs due to the spinal cord stimulator (scs) leads had migrated. The device migration was confirmed thru x-ray imaging. The patient underwent a scs lead replacement procedure and was doing well postoperatively. No further information has been obtained.